Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak in the steerable guide catheter (sgc) hemostasis valve. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The atrial septum was dilated with the guide-dilator assembly; when aspirating the flush port of the steerable guide catheter (sgc); as the dilator was being removed, continuous air was observed in the sgc hemostasis valve. No air entered the patient/no additional aspiration was needed after air/leak was detected. The sgc was removed and was replaced with a new sgc. A total of two clips were implanted reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported steerable guide catheter/sgc leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities for the lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.